Event description:
Information received from the field notes that the device could not be interrogated. The patient reportedly received an electrical shock in his home but suffered no adverse effects.